Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited inappropriate anti-tachycardia pacing for a supraventricular tachycardia event due to aggressive device programming. The asymptomatic patient presented on (B)(6) 2017 and the device was reprogrammed.